Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Additionally, it was reported that the insulin gauge was inaccurate. Customer was treated with insulin drip and released from the hospital on (B)(6) 2023. It was alleged that the pump was depleting quickly resulting in pump shutdown; however, this was not confirmed as multiple contact attempts were made to obtain additional information regarding the issue and no response was received from the customer.